Manufacturer narrative:
The patients' samples are collected in bd plasma separator tubes and centrifuged for 10 minutes at 4400 rpm. There were no sample integrity concerns in connection to this event. The supplied documentation was reviewed. System checks were passing two days prior to the event and qc was passing both before and after the event. Bec service was not dispatched in connection to this event. The customer reported to hotline that a third party service vendor would be servicing their instrument. The customer was contacted regarding the third party service and they indicated that the biomedical engineer had performed a preventive maintenance (pm) on the instrument. The customer indicated to hotline they believed they were able to obtain "consistent results" after changing the reagent lots. The customer has not provided any data to indicate any lot performance issues. In conclusion, there is no evidence to suggest that an instrument malfunction was the cause for this event. MDR 2122870-2013-00017 is related to this reported event.

Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining erroneous troponin (accutni) patient results from three (3) different patient samples over the course of two (2) separate days ((B)(6) 2012) generated on the access 2 immunoassay system. This report documents the results obtained on (B)(6) 2012. The customer indicated that the patient's results were reproducing within the risk stratification range of the assay, but outside of the labeling precision claims of the assay information for use (IFU). There were no changes in patient treatment in connection to this event.